Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider reported that the patient was in the ER (emergency room) and would be admitted to the ICU (intensive care unit). The caller wanted someone to come and adjust or turn off the pump. Per the caller, the patient was confused and had or would be put on a narcan drip. The caller stated the patient was also taking oral opiates. The caller was redirected to the national answering service.